Event description:
It was reported that there was erosion at the lead / extension site and the lead was removed. There were no patient symptoms / injuries related to the event. It was later reported that the patient was fine.

Manufacturer narrative:
Product ID: 3888-56 lot# va05lb7, implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 74001 lot# n347783, implanted: 2013 (B)(6), product type adapter product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 3708360 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4)